Event description:
It was reported that a patient was not able to adjust stimulation. The batteries in the patient programmer were replaced and the issue was resolved. It was noted that per description stimulation was off. The patient was not aware that the stimulation was off. The patient wanted to switch programs to help her urinate. The patient was helped to turn stimulation back on and switch from program 1, .15v, to program 2. It was also reported that the patient had a loss of therapeutic effect since the week prior to the report and that it was a sudden loss. The patient had been sweating profusely and had medical tests as she had been very sick. A follow up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3093-28, lot # v050375, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).